Manufacturer narrative:
Concomitant medical products:: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Section information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and occipital neuralgia. It was reported that the patient lost coverage. The hcp ran an impedance check and found electrodes 8-15 out of range. The patient could not recall anything that could have caused this. A lead revision is planned but has not yet been scheduled. No further complications were reported or anticipated.

Manufacturer narrative:
Correction to fdr, fdm, fdc codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (B)(4) found that the lead was broken at the anchor site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 97791, lot# unknown, product type: accessory; product ID 97791, lot# unknown, product type: accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the patient first started to notice the loss of coverage on (B)(6) 2018. On (B)(6) 2018, impedances on electrode 11 was 1241 ohms. The rest were greater than 10,000 ohms. They were able to program around. On (B)(6) 2018, the patient again reported a loss overage. On (B)(6) 2018, all contacts were measuring to be greater than 20,000 ohms. There was no cause of the out of range impedances determined. Additional information was received from a manufacturer representative regarding the patient on 2018-apr-04. It was reported that the lead was replaced because all impedances on the lead were all out of range, and the lead was sent back for analysis. It was determined that the lead was broken. The patient was doing well at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.